Event description:
Rptr indicated that the site's dell handheld computer screen became frozen with "interrogation successful" displayed on the screen. It was reported that the site did remove and reinsert the flashcard which temporarily resolved the event, but the screen continued to freeze. The handheld computer and software flashcard were returned for product analysis. It was confirmed that under certain conditions the screen would become frozen after interrogation.